Manufacturer narrative:
Cusa clarity microtip (c7411s) was not returned for evaluation, as the facility indicated that due to recent covid-19 cases, items are not collected back for investigation because there is blood contamination. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A nurse reported that cusa clarity microtip (c7411s) has no suction from the tip during a neurosurgery procedure. There was a 30 to 40 minutes surgery delay with no patient injury reported. The incident was noted at the start of the surgery.